Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that upon removal, the sensor was shaped like a z. Customer's mother also reported that sensor glucose readings and blood glucose readings have been significantly different from one another. Customer's mother reported receiving a sensor glucose reading of 30 mg/dl and a blood glucose reading of 90 mg/dl. Blood glucose level was 147 mg/dl at the time of the call. No further information was provided.